Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive has received the monopolar curved scissors associated with this complaint and completed investigations. Failure analysis found the primary failure of instrument main tube broken to be related to the customer reported complaint. The instrument was found to have a broken main tube at the distal tip. A piece measuring proximately 0.039¿ x 0.030¿ was not returned with the instrument. The complaint was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. .

Event description:
It was reported that during a da vinci-assisted myomectomy procedure, the monopolar curved scissors was broken as the doctor wanted to rotate the instrument tip, but the instrument only responded to open and close the jaws. The procedure was converted to open surgery. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the surgery was converted to open, because it had been more than four hours for a myomectomy and the surgeon couldn't find a solution to the issue.